Event description:
Hcp reports pt "had sudden loss of medication effect." The device system was explanted and returned to the MFR for analysis. Additional info will be provided as it becomes available.